Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 lvas, serial number mlp-013594, and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for mlp-013594 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6)2019 . The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away due to cerebral bleeding after a fall. The device operated as expected. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. The patient was diagnosed with a computed tomography (CT) scan. The death was not considered to be device related. The device operated as expected.